Event description:
It was reported that the patient developed an inflammatory mass. The day prior to the report the patient had a procedure for ¿something in the catheter; something was wrong¿ and they found the patient had a granuloma. The caller stated that it was possible that the catheter was clogged and the patient was not receiving enough medication. The caller state that it was possible the drug flow was ¿unclogged¿ during the procedure and the overnight the patient ¿did very, very bad¿. The patient developed high blood pressure and was administered narcan and the dose was decreased by 50% on the morning of the report. The patient was currently hospitalized and still having symptoms so the dose was to be deceased again by 25%. The caller was concerned about possible baclofen withdrawal and notified the hospital where the patient was and the managing physician of the concerns. The device system was used to deliver morphine and baclofen. It was later reported that the patient¿s pump was decreased to minimum rate the weekend prior to the report due to the potential granuloma. The caller stated that the patient had gotten ¿too much medication¿. The physician had ¿cleaned it out¿, referring to the granuloma; however, the caller was unsure what that meant. The patient was currently in the office to have the pump reprogrammed at a slow rate to the point where she would be getting therapy again. It was later reported that the pump was refilled with new medication at the managing physician¿s office and starter at a lower rate. The pump was filled with baclofen and dilaudid. The patient outcome was reported as ¿fine¿.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).